Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported failure. The fse checked the error codes and found a safety disk leak test fail code in the diagnostic logs. The fse performed a complete calibration and functionality tests and all tests passed. The fse then checked the connections on the safety disk and all were good. The fse ran unit thru many safety disk leak tests and all passed each time. The unit passed all functional and safety tests and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.